Event description:
The pump was reported to overinfuse during clinical use. The pump was set to infuse a 250ml bag of dobutamine at a rate of 16.8ml/hr which should take approx 14 hours. The infusion completed in just 3.5 hours. The pt became hypotensive, had 2-3 seizures and was given ativan. The seizures were initially thought to be the result of the overinfusion of dobutamine but after further analysis, the physician noted the pt's labs were off. It may be, per the risk manager, that the seizures were not related to the overinfusion of dobutamine as seizures are not a known complication. No adverse outcome resulted.